Event description:
During an inspection of the instrument tray the device was found broken.

Manufacturer narrative:
Method: risk assessment.results: the customer event of a xia ii hook forcep fracture was confirmed via sales rep correspondence. The device was not returned for evaluation. The age of the product is likely a major contributing factor to the issue. Although the exact manufacturing date is unknown, based on the lot # of the product, it was most likely manufactured in 2003. Since the product has been in use in the field for over 11 years, the instrument is likely to experience stress and wear over time, leading to a potential fracture. However, this cause could not be confirmed.conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
During an inspection of the instrument tray the device was found broken.